Manufacturer narrative:
The field applications specialist investigated the event and determined that the event was consistent with excessive crystallization within the reagent cassette, which may have occurred due to the cassette being turned over or spilled during transport. The reagent was replaced. The field service engineer performed preventive maintenance, including the replacement of parts and adjustments. The customer did not report any other issues after the service. The investigation determined that the field applications specialist's action of replacing the reagent resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from several patient samples tested on the cobas 8000 c702 module. The following are examples of discrepant results for five patient samples: patient sample 1 the initial result from the module was 6.5 mg/dl. The repeat result from the module was 8.3 mg/dl. Patient sample 2 the initial result from the module was 3.9 mg/dl. The repeat result from the other c702 module was 6.9 mg/dl. The initial results did not align with the patient's clinical history, prompting the rerun. Patient sample 3 the initial result from the module was 6.9 mg/dl. The repeat result from the other c702 module was 9.2 mg/dl. Patient sample 4 the initial result from the module was 7.1 mg/dl. The repeat result from the other c702 module was 9.1 mg/dl. Patient sample 5 the initial result from the module was 6.4 mg/dl. The repeat result from the module was 7.8 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers), h11 additional narrative, and h6 medical device problem code - investigation findings, investigation conclusion, and component code updated. The field service engineer inspected the module and replaced a damaged plastic nozzle tip used for cuvette laundry. He also replaced the sample probes and verified the module's performance with hardware and precision checks. The investigation determined that a component malfunction had caused the event. The investigation determined that the service actions resolved the issue.